Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip cable was broken at the distal idlers. The idler pulley spins freely and did not exhibit any damage or wear marks. The cable segment was sticking out at the instrument wrist and the cable was broken under tensile loading. No other cable damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.